Manufacturer narrative:
(B)(4). The pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. The device was unable to perform all functional testing including the following: operating currents, unexpected restart alarm, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery. The pump was also unable to verify unexpected restart, signal too low and motor error alarms due to blank display. The pump was received with moisture damaged motor, vibrator, keypad and battery tube assembly. The pump was received with a stripped battery cap coin slot, broken battery cap, and a missing end cap sticker. There was a cracked case, display window corner, reservoir tube lip, battery tube threads and a minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, unexpected restart, and external error. Customer's blood glucose level was 185 mg/dl. The customer was able to rewind the insulin pump. The insulin pump had a constant tone. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.